Manufacturer narrative:
The customer contacted a siemens customer care center and stated that there were no instrument errors during the time of event. A siemens headquarters support center (hsc) specialist reviewed the sample data provided by the customer and stated that the customer allowed the patient samples to clot for two hours which should be sufficient. However, the samples were only centrifuged for ten minutes at 3000 revolutions per minute. The hsc specialist recommended centrifuging samples at 1000 x gravitational force (g) for 15-20 minutes to remove the particulate matter. The cause of the discordant, falsely elevated calcitonin results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcitonin results were obtained on multiple patient samples on an immulite 2000 instrument. The initial results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower and matching the clinical picture of the patients. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcitonin results.